Event description:
The site reported that a bilaterally implanted light adjustable lens (lal) patient had their lenses explanted due to having large refractive errors. The manifest refraction (mr) for the right eye postoperatively was +3.00 -1.25 x035, and the mr for the left eye postoperatively was +3.25 -1.50 x090. The explanted lals were replaced with new lals. Rxsight's first awareness of the event was on (B)(6) 2023. The lal that was explanted from the left eye (os) has serial number sn (B)(4). (+16.0d). Refer to MFR report #: 3012712027-2023-00027 for information on the patient's right eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (B)(4). Had a lens power of 16.0d. After the implant and prior to the first light treatment, the mr for the left eye was +3.25 -1.50 x090, which was an outcome with unexpectedly large refractive error. The decision was made to explant the original lens and implant a different lal. The above information suggests that there were no issues with the original lal that was explanted, instead, the initial lens power choice was not a good fit for this patient. Manufacturer reference #:(B)(4).